Event description:
The national complaint coordinator for baxter reported an alleged overinfusion observed on one basal/bolus infusor device during patient infusion. Infusion was administered via intraarterial injection using a catheter. The device was filled with 5ml of pepleo and 50ml of normal saline. The total fill volume was 55ml. The infusion was expected to be completed after 25 hours. The customer indicated that 50ml of the medication infused in 20 hours. The temperature of the device was 33 degrees celsius. The device was not used prior to the incident. A patient control module (pcm) was not used during the therapy. The location of the infusor with respect to the flow restrictor was not known. There were no reports of patient outcome, injury, or medical intervention associated with the reported condition. No further information was available.

Manufacturer narrative:
Evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for any signs of abnormality that may have potentially contributed to the reported condition; however, no such signs were found. Subsequently, per procedure, a standard flow test was performed on the device for 19.2 hours. At the end of the flow test period, the device produced the follow flow rate (ml/hr): calculated: basal 1.97, normalized (2.5%): 2.02, specification range: 1.75-2.25. Calculated: bolus 2.00, normalized (2.5%): 2.05, specification range: 1.75-2.25. The flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. The batch review for lot 07a061 revealed no evidence of defects or exceptions related to the reported condition during inspection, testing and manufacturing of the product lot. The product met the acceptance criteria for release. The reported overinfusion was not confirmed. One or more factors might have contributed to an increased flow rate at the time of the incident that included the following: the total fill volume of medication, the type of diluent used, and the position of the infusion device relative to the distal end luer lock. These factors are addressed in the direction insert supplied with the product. The manufacturing facility will continue to monitor similar incidents for possible trends.